Event description:
During a lap tubal ligation procedure, the device was used to cut the right fallopian tube, when the ring popped off the applicator. The ring was removed from the patient with a grasper and the tube was cauterized with good hemostasis achieved. The surgeon could not get the falope ring to switch over to the second side, so she cauterized the second side (cauterizing three segments of the fallopian tube). There was good hemostasis on the right side and the procedure was then ended. The patient was awakened from anesthesia without incident.

Manufacturer narrative:
At the time of this report, multiple attempts to obtain further information from the hospital have been unsuccessful, and the device has not yet been returned for evaluation. As a result, a determination cannot be made at this time. If further information becomes available, gyrus acmi will continue the investigation and update the agency accordingly.